Event description:
The following information was provided: during checkpoint removal prior to wound closure, extraction required additional time using a driver. After removal, the checkpoint tip was found chipped. No residual fragments were detected in the wound; however, small metal fragments were observed within the reamed bone. The wound was irrigated before and after implant insertion, confirming no residual material remained. Wound closure proceeded, and postoperative x-ray confirmed no residual foreign material inside the patient.